Event description:
The customer reported that there was ECG noise and "bad readings" on during device testing on an employee.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported noisy ECG signal. Their investigation found a cracked ceramic resistor on the preamp printed circuit board. The damaged resistor was introducing noise on the ECG signal. After replacement of the resistor and completion of the recall service updates, the device subsequently passed all acceptance testing and was returned to the customer.